Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that this was an acute myocardial infraction case. The target lesion was in the mid rca, with mild tortuosity, slight calcification and 90% stenosis. The voyager nc was delivered and inflated at the lesion; however, it appeared to have ruptured at the first inflation, at 16 atm. The voyager nc was changed to another company's balloon and the procedure was completed. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including, balloon damage during mfg, materials, interactions with other devices, previously implanted stent, anatomy, calcification and tortuosity, or insufficient prep. If the balloon experiences mechanical damage during the procedure, this may cause the balloon material to weaken and rupture during an attempt to inflate the balloon. Based on the info received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, but there is no indication of a product quality deficiency.